Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had high blood glucose all day and when she disconnected from the pump, no insulin was coming through. Customer used a vice grip to clamp the line and it would not alarm no delivery. Customer had a low blood glucose level of 49 mg/dl and it took several hours before she was coherent. Customer was woken up by her husband and she believes that the low was caused by the set change before bed. Customer was shaky for the rest of the evening. Customer was not responsive at 12:30 am and her blood glucose was 49 mg/dl at 2:55 am. Customer was disconnected for 5 hours and her blood glucose was at 199 mg/dl at 11:40 am. Customer's blood glucose was 422 mg/dl at the time of the incident. Customer's current blood glucose is 386 mg/dl. Customer had a stomachache, headache, and ketones. Customer used the bolus wizard to treat. Customer declined to perform the high pressure test and was advised to do a complete set change.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.